Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). (B)(4) (above): no code available - customer reported symptom of not feeling well. Note: manufacturer contacted customer on 11/7/2017 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for high blood glucose results accompanied by symptoms. Edward is calling on behalf of the customer. The customer is concerned with the meter to meter comparison result of 109mg/dl using the paramedics meter and 160mg/dl using true metrix meter. The expected fasting blood glucose test result range is 105-132mg/d.l. The customer did report symptoms of "not feeling well". Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product is stored by customer according to specification in the dining room. During the call on (B)(6) 2017, a back to back blood test was performed fasting by the customer and produced test results of 159 and 170 mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 12/27/2018 and open vial date is 10/2017. The meter memory was reviewed for previous test result history: (date/time not stored correctly) (B)(6). Customer is not currently having any symptoms. Customer is concerned that his readings higher than expected. Customer says yesterday, customer was not feeling well. Paramedic was called and when they arrived, they checked his glucose levels using their device. Customer says that result read 109mg/dl. Customer says that they then tested, right after, on true metrix and result read 160mg/dl. Customer mentioned feeling weak. No treatment was provided. Customer had something to eat, then felt better. Customer did not go to the hospital. Customer is storing test strips properly and is using the correct testing technique. Customer ran control test and results or within range.